Event description:
(B)(4). Event occurred in the united states. The patient reported that she had the infusion set come unhooked twice now. She stated that the night before this report, her blood glucose level was at 478 mg/dl before supper and when she checked, she noticed that the tubing got detached from the quick release. Subsequently, she replaced her infusion set. The first time it happened when she went to the bathroom and the site was on her stomach. No further information available.